Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal unraveled during deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the delivery device and tension spring assembly & seal. The loading device was not returned to the factory. The plunger on the delivery device was observed to be fully pressed and the blue sliding lock disengaged. It was observed that the tension spring assembly remained inside the delivery tube while the seal and tether hanged beyond the tip of the tube. On microscopic inspection, it was observed that the seal was unraveled. The evidence of blood all over and inside the delivery device and on the seal which was unraveled indicates an attempt to deploy the seal into the aorta. The tension spring assembly was pulled out from the delivery tube for inspection. The tension spring and tether were observed to be intact and uncut. Measurement of the delivery device cannot be performed as it is heavily contaminated with blood. Based on the returned condition of the device and the results of evaluation, the reported failure "unraveled material" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal unraveled during deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.